Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown. This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Neither the disposable set nor the home choice machine was returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 6. The technical service representative (tsr) explained the alarm to the hp. The tsr asked if the hp used something sharp to open their supplies and they stated yes. The caregiver (cg) stated the hp did not disconnect at anytime during therapy. The cg stated they already called the pd nurse to inform them of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.